Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the customer performing a white balance adjustment with the red color instead of the white color of the white cap. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the brightness adjustment feature on his olympus evis exera iii xenon light source was not functioning properly during an unspecified procedure. According to the initial reporter, the procedure was completed using a similar unit. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call tac performed several trouble-shooting options a white balance shock using red and then white, and this approach resolved the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.